Event description:
Medwatch (B)(4) was received and indicated a coronary viperwire fracture occurred during treatment in the left main and circumflex arteries. Target lesions were an 80% stenosed, ostial lesion in the left main artery and a heavily calcified, 90% stenosed lesion in the proximal left circumflex artery at a 90 degree bend. The lesions were treated in a proximal to distal direction. The viperwire fractured, and the fragment was left in the distal marginal system. No attempt was made to retrieve the fragment due to an ostial lm stent. Drug eluting stents were placed to complete the procedure, and the patient was discharged home the day after the procedure.

Manufacturer narrative:
Updated fields: a4, a6, b4, b5, b7, g3, g6, h2, h6, h10. Csi ID# (B)(4).

Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Additional information was requested from the site, but no response was received. If additional information is received, a supplemental report will be submitted. A report of an event with a second device during the same procedure can be found in 3004742232-2021-00134. Uf/importer report # (B)(4). (B)(4).

Event description:
Medwatch (B)(4) was received and indicated a coronary viperwire fracture occurred during treatment in the left main and circumflex arteries.